Event description:
Caller states on saturday (B)(6), 2015 his wife filled her medtronic pump with 120 units of insulin as she does every three days. After eating chicken wings she stated that she did not feel well and when he checked her glucose level it dropped to 20 mg/dl. He immediately called 911. His wife fell unconscious so he pulled out her insulin pump to prevent any more insulin from infusing. When they arrived at the hospital her glucose level was at 4mg/dl. The caller's wife was put on IV in the hospital and regained her consciousness. The caller states he calculated the insulin levels in the pump and found that there was an overinfusion that occurred causing his wife's hypoglycemic event.